Event description:
Patient reported is admitted to the hospital for blood infection related to central line, is pending to be seen by infectious disease. Freq: infuse 45 grams (450 ml) intravenously once every 3 weeks via curlin pump. Prescriber info: (B)(6). Ph: (B)(6), fax: (B)(6).